Manufacturer narrative:
This event is one of three for the same patient on unspecified dates. A supplemental MDR will be submitted upon device evaluation.

Event description:
During follow up on an unrelated event the patient reported that he had found fluid leaking from a cassette. During follow up the patient reported the issue was with the cassette lines. The clamps on the unused lines were coming open and when he completed treatment and opened the cassette door fluid leaked out. It's not leaking during treatment, but once the door is opened after he's disconnected the fluid runs via gravity out the unclamped lines. He reported that he checks the clamps to make sure they are closed during set up but believes they come undone during treatment. He did not have an adverse event due to the leak. He could not specify the date of the event. The set was discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.